Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. Customer reported having blood glucose levels above 300 mg/dl. Blood glucose level at the time of the call was 188 mg/dl. The customer also reported instances of having blood glucose levels down to 40 or 50 mg/dl where he lost consciousness and paramedics were called. The insulin pump did not show any signs of malfunction during troubleshooting, but customer requested a replacement. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. Unit delivered properly all bolus programmed during testing. All buttons responding properly. The insulin pump had minor scratched display window and case.